Event description:
A fresenius field service technician (fst) went onsite to evaluate the fresenius 2008t machine. The date of the adverse event was amended based on documentation provided by the fst. Documentation from the fst showed that the 2008t machine passed all functional testing post adverse event. No further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: at this time, it remains unknown what caused/contributed to the patient code. However, currently there is no documentation that a malfunction or product deficiency involving the fresenius 2008t machine caused this event.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). Documentation from the fst showed that the machine passed all post-event functional testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the results of the evaluation performed by the fst, the reported event could not be confirmed.

Event description:
A fresenius field service technician (fst) went onsite to evaluate the fresenius 2008t machine. The date of the adverse event was amended based on documentation provided by the fst. Documentation from the fst showed that the 2008t machine passed all functional testing post adverse event. No further details have been provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the fresenius 2008t machine and the event of a patient code without report of death. Due to very limited information, a thorough clinical investigation could not be performed. At this time, it is unknown what caused/contributed to the patient code. Therefore, due to a reported temporal association without additional information, the fresenius 2008 t machine cannot be excluded.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support that a hemodialysis (hd) patient coded while utilizing a 2008t hd machine. The biomed stated the patient did not expire. No further details about the patient adverse event were provided. The biomed was requesting to have the 2008t machine evaluated. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.